Event description:
Customer was reportedly unresponsive with blood glucose result of 240 mg/dl obtained on the advantage system. An attempt was made to treat her with oral glucose; a result of 236 mg/dl was obtained within 10 minutes of the original result. Paramedics arrived 30 minutes following the result of 240 mg/dl; result on their meter was 36 mg/dl, and the customer was treated with an IV (contents unknown). Customer's symptoms improved. After treatment the customer received result in the 200's (mg/dl) on the advantage system and 98 mg/dl on the professional device within 10 minutes. Requested return of suspect device and replacement was sent.